Event description:
It was reported the patient received a patient notification due to eri. Eri was reached after 20 months. Based on estimations, device should have reached eri after 4 years. Device was explanted and replaced. At change-out the device would not interrogate.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the device settings the device was found to be below expected limits. The battery was tested on the bench and was found to be normal. The battery was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.